Event description:
The customer contact reported a tubing separation. The pt was receiving an unspecified antibiotic infusion after she had finished receiving a hemodialysis treatment. The nurse stated that she connected the male luer of the primary IV tubing to the pt's central line catheter and the infusion was started. Upon completion of the infusion, the nurse attempted to disconnect the primary IV tubing; however, the male luer of the IV tubing remained in the catheter. The physician was notified and the central line was clamped. The physician removed the male luer of the IV tubing using a hemostat instrument. There were no reported adverse pt effects and no medical interventions were required. The pt received a second scheduled antibiotic without incident.